Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing unexplained high blood glucose of 370mg/dl. Troubleshooting was performed. The programming time, and date were correct. Ran a fixed prime and the insulin did exit. Reviewed the alarm history and found low reservoir alarms. Performed a high pressure test and the test failed twice. Advised the customer that the insulin will be replaced and revert to back up plan. No further info was provided.